Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced loss of sensor readings, then reported a hypoglycemic event confirmed by blood glucose meter, self-treated with a gvoke glucagon pen, observed a subsequent hyperglycemic reading, and then rechecked low and consumed oral glucose (soda) with recovery; no device alerts or alarms were reported. Symptoms included hypoglycemia with shaking/tremors, nausea, vomiting, hot flashes/flushes, sleepiness, and a reported convulsion/seizure. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available and there was insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.